Manufacturer narrative:
This report is submitted on behalf of the MFR and the importer no corrective or remedial actions were taken due to the following: the device production history files were reviewed and found to be in order indicating that the device was released pursuant to the product specification. The car ring was returned and evaluated by the company. No failure was detected and the ring was found to be within its specification. A bubble test to confirm the integrity of the anastomosis was not performed. Therefore, and based upon the info which is currently available to us, we could not determine whether the event was caused by the device or is a procedure related event. Anastomotic leakage is one of the most common complications of colorectal surgeries and therefore is considered to be an anticipated event with anastomotic devices. The current cumulative leak rate found with the use of the car device is within the low range reported in the literature for anastomosis devices.

Event description:
A pt suffering from familial polyposis underwent an open sub total colectomy in 2009. Anastomosis was performed with the car device 20cm from the anal verge. Due to the height, a bubble test was not performed. On day 4 post op, it appeared that the pt had an obstruction, and was treated conservatively. On day 5 post op, the pt developed a fever. A CT scan demonstrated obstruction and leakage. The pt was admitted to the or and a re-operation confirmed obstruction and leakage. The anastomosis was re-performed using a stapler device with a protective ileostomy.